Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original implant date unknown. Explanted date: not explanted. Device history records was conducted. The report indicates that the: DHR review for part number: 07.704.003s lot number: dsc8448 supplier: (B)(4). Released to warehouse date: 08/07/2015 part expiration date: 02/28/2017 the review of the (B)(4). DHR showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an initial open reduction internal fixation calcaneus procedure on (B)(6) 2016, a couple of drops of solution spilled when inserted into the norian pouch. Subsequently, after mixing the norian for 70 seconds, the nurse was unable to transfer the mixed norian into the syringe. Another pouch was available and the surgery was completed successfully. There was a two minute surgical delay. It was reported that the patient's outcome was good. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Remove implant date: solution/mixed norian was not injected, therefore not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed - all components of the (B)(4) drillable device was returned to dsm examination. All components appeared to be as expected following attempted use in a clinical setting, and the product lot number code was confirmed as reported. The syringe was connected firmly to the rotary pouch upon receipt. The syringe connection was examined, and damage was noted. The syringe was cleared and water was placed in the returned syringe. No product was observed to leak. The fluid was then connected to a reciprocating connection to simulate connection to a rotary pouch, and the seal was made without leaking. No malfunction of the syringe could be detected. The rotary pouch was opened, and the powder contained within appeared to be fully mixed with the appropriate amount of solution, as it was hardened as expected, and very little residual powder was loose within the pouch. It is believed that sufficient amount of solution was delivered to the pouch and the pouch was properly mixed. The devices were inspected to the prescribed pre-determined acceptance criteria. There were no non-conformances noted. No conclusive root cause can be determined. It is possible that the technician may have accidentally dispensed a few drops of solution from the syringe prior to attempting delivery to the pouch. It does not appear as though the reduced volume of the delivered solution had an adverse effect on the mixing of the powder within the pouch, as the material was fully mixed and hardened. It is possible that inability to deliver from the pouch was result of delay to deliver post-mixing. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.